Event description:
The device was used during a laparoscopic nissen fundoplication procedure. Reportedly, the device leaked. The surgeon used another device. The hospital reported that no pt injury had occurred.